Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used during this study: carto system. Other company¿s devices that used in this study: esophageal temperature probe, sensitherm (st jude medical). (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 1 patient in rivaroxaban group underwent radiofrequency ablation for atrial fibrillation and developed asymptomatic cerebral emboli, with three lesions found in brain. A neurological examination was negative in all patients with new cerebral thromboembolic lesion. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿efficacy and safety of uninterrupted rivaroxaban taken preoperatively for radiofrequency catheter ablation of atrial fibrillation compared to uninterrupted warfarin.¿ the purpose of this study was to evaluate safety and efficacy of rivaroxaban taken in the morning for af ablation, especially with regard to asymptomatic cerebral emboli (ace) and anticoagulation parameters; 147 catheters were enrolled in this study from november 2012 to march 2014. Suspect device is navistar thermocool catheter, however catalog and lot number are unknown. Concomitant products were used during this study: carto system. Other company¿s devices that used in this study: esophageal temperature probe, sensitherm (st jude medical).